Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, prior to crossing the annulus, an electrocardiogram (ECG) indicated st segment changes. During deployment, at a depth of 3mm, an echocardiogram noted changes in wall motion of the left ventricle (lv). Hypotension occurred and cardiopulmonary resuscitation (CPR) was performed. The valve and delivery catheter system (dcs) were withdrawn from the patient. A coronary angiogram was performed, and stenosis was noted in the vein graft to the obtuse marginal artery. It was reported that an angiogram prior to implant revealed stenosis of this vein graft; however, per the physician, the stenosis had possibly changed after attempted implant. Stenting to the vein graft was performed successfully. Per the physician, the lv changes were attributed to stenosis in the vein graft. It was unknown what caused the lv changes. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.